Manufacturer narrative:
No technical inquiries were received from the customer. One opened probe with tip protector in a tray with other items was received for the report. The returned sample was visually inspected and was found to be non-conforming as orange/brown foreign material was observed on the welded cap. The sample was functionally tested for actuation and cutting and was found to be conforming for both functional tests. The probe engine was disassembled, and the components inspected. The o-rings, spacer, and diaphragm are all intact. Excess adhesive was observed at the diaphragm measuring 0.0722 inches. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified: excessive adhesive on the extension/diaphragm. The returned sample met specifications; however, a non-conformance record has been initiated related to the excessive adhesive on the extension/diaphragm. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the vitrectomy probes were not working (did not cut well) during the vitrectomy surgery. The first probe was not able to cut the vitreous matter which led to the opening of a new procedure pak and the new vitrectomy probe was primed to be used in surgery. But the second probe also did not cut well after a few minutes of cutting the vitreous and same incident happened with the third probe as well. The procedure was completed by replacing three times and finally by changing to the fourth probe from the fourth pak, the probe was working well and able to cut the vitreous effectively. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.